Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels ranging from 300 mg/dl to 500 mg/dl. The user addressed bg level with a manual injection. It was unknown what the cause of the elevated bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.